Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alert and came to the hospital. The device was noted to have had an electrical reset and the battery voltage was close to recommended replacement time (rrt) which was thought to be premature. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis conclusion was inconclusive. Analysis of the device memory indicated a power on reset occurred. Hybrid analysis confirmed a depleted telemetered battery voltage (2.61 volts). When the battery was disconnected, and the in-line current drain was measured, a high current drain was observed. During analysis, the device battery was inadvertently interrupted and the high current drain was no longer observed. Since the failure mode could not be reestablished, the cause of the reported failure was not determined. If information is provided in the future, a supplemental report will be issued.